Event description:
It was reported that the cartridge is not fitting onto the pump. Reportedly, there was an o-ring from his current cartridge on the pneumatic tap. Caller removed o-ring but put it back on to continue using same cartridge to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.